Event description:
It was reported by the rep that during an unk procedure the two multiple clip appliers were "spitting" out clips and the clips were not forming correctly. The case was completed wtih a like device with no pt consequence.